Event description:
During the procedure of proximal humeral fracture, when using the instruments, they broke in the moment of the torque.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the drill bit breakage could be confirmed. The device was received incomplete and obviously damaged. The broken tip fragment was not returned for investigation. The pattern of the damaged found appears to be caused by excessive mechanical load during usage. Based on the investigation, the root cause was attributed to a user related issue. Stryker recommends a single patient use for this kind of instrument.

Event description:
During the procedure of proximal humeral fracture, when using the instruments, they broke in the moment of the torque.